Manufacturer narrative:
Additional information- e1(event site mail)- (B)(6). Updated fields:b4,e1(telephone),g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions),h11 corrected field : h6 ( medical device ¿ problem code ) a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the fiber optic/gas loss alarm was unable to be duplicated. The fse completed product inspection per customer/manufacturer requirements.

Event description:
N/a.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was alarming (fiber optic and gas loss alarm) and down. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). Other contact person name: (B)(6). A supplemental report will be submitted upon completion of our investigation.